Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an open wound underneath her breasts. The patient was in a nursing facility. The lifevest was reportedly fitting the patient tightly as the patient's weight was fluctuating due to fluid management retention. The wound was under the care of a wound care nurse. A tegaderm patch was applied to the injury. During a follow-up the patient reported that she had been discharged and applying an unknown ointment to the injury, and the irritation was healing.